Event description:
The customer reported a speaker malfunction no sound was coming from the device. The device was use at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite. The fse opened the computer and found that the speaker card was disconnected. The fse plugged the speaker card back in and the system produced sound, which resolved the reported issue.